Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Of the device and any injury that may have occurred. Evaluation summary: (B)(4) no anomalies were found; full lead returned for analysis. Blood was also found in all conductors.

Event description:
It was reported that the left ventricular lead dislodged at 4 months post-operative and had loss of capture. The lead was removed. No patient complications were reported as a result of this event.